Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A revision surgery was performed due to disassociation of the tray/poly from the perform stem.